Event description:
It was reported that on (B)(6) 2012, the patient was walking down the stairs and all of a sudden, noticed that her stimulation turned off. The patient had stimulation on 24/7 usually and therefore noticed it right away. The reporter indicated that the patient was then able to turn stimulation back on with the patient programmer. The patient was feeling stimulation appropriately at the time of the report. When the patient's device was interrogated with the clinician programmer, it indicated that a power-on-reset (por) had occurred. There had been no known electromagnetic interference (emi) exposure at the time. It was however indicated that the patient had her pacemaker 'adjusted' two weeks prior to the event. The reporter stated that the patient's battery voltage was at 2.8v, and as such, the 'cutting off' was not due to a depleting battery. Additional information received 5 days later indicated that no reason for the por was found. Impedances were checked and found to be normal. The patient was noted to be getting good paresthesia and pain control. The patient was instructed to let the office know if it happened again.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).